Manufacturer narrative:
This case is considered closed by lmt. Country of incident: germany.

Event description:
We have received information about a potential incident and would like to inform you about it. The customer reported that the ventilators failed to continue ventilation, causing the patient's oxygen saturation to drop. According to the customer, the issue might have been triggered by an incorrect device setting.

Event description:
We have received information about a potential incident and would like to inform you about it. The customer reported that the ventilators failed to continue ventilation, causing the patient's oxygen saturation to drop. According to the customer, the issue might have been triggered by an incorrect device setting. We are currently working to gather further information about this potential incident.

Manufacturer narrative:
Country of incident: germany.